Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tip of the green probe became detached from the arrays. This caused a problem with the verification of the calibration. Case type: tka.

Event description:
The tip of the green probe became detached from the arrays. This caused a problem with the verification of the calibration. Case type: tka.

Manufacturer narrative:
Reported issue: the tip of the green probe became detached from the arrays. This caused a problem with the verification of the calibration. Case type: tka. Product history review: review of the device history records indicate (B)(4) were manufactured and accepted into final stock on 09/20/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 110800, lot 19200616 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection shows that the probe tip is not fully seated against the probe body. Dimensional inspection: dimensional inspection was not completed as the item has been used and the dimensions and tolerances on the print are no longer an accurate representation of the part. Material analysis: material analysis was not completed as no material failure was alleged. Conclusion: it was confirmed that the probe tip is not fully seated against the probe body and the probe failed to report probe check values under 1.0 mm using different end effector arrays. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.